Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner..

Event description:
On the (B)(6) 2017 the patient (with a bicuspid aortic valve) was prepared for aortic valve replacement with (maphv model crown, size 23). After suturing the ring, possible inadequate leaflet coaptation was confirmed by the physician around one of commissures. Intra operative echocardiography showed significant regurgitation on crown prt, the valve was explanted and a mechanical valve was implanted.

Manufacturer narrative:
The complete manufacturing and material records for the crown prt pericardial heart valve (model cna 23 sn: (B)(4)), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt pericardial heart valve (model cna 23) at the time of manufacture and release. No indications of manufacturing defects related to the reported failure mode. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing a normal leaflet kinematics with a regurgitation fraction in compliance with requirement of en iso5840:2015. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. Function test video was reviewed to qualitatively evaluate each valve in 4 phases: closed, opening, open and closing. Each function test video consists of approximately 5 open/close cycles. Video was viewed at real time and frame by frame. The model cn valve s/n (B)(4) performed as expected and met all function test quality control criteria that can be observed during video playback.